Event description:
The customer reported that at the end of a therapeutic plasma exchange (tpe) procedure,just before rinseback, she noticed a discrepancy in the removed volume and the replaced volume. 700ml were removed and 2568ml were replaced. The patient was given lasix and was monitored by the nurse and the physician. The patient was able to void 1000ml and was able to leave the customer site in stable condition with normal vital signs. The patient identifier is not available at this time. The patient weight is not available per the customer. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention in the form of lasix.

Manufacturer narrative:
Disposable set was unavailable for return for analysis. Based on the information provided by the customer, it is possible, that there was a partial occlusion in the plasma line between the channel connector and the bag. If an occlusion existed, it is possible that the customer changed to manual mode and changed the pump rates, which resulted in an imbalance. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service call to check the functionality of the machine was conducted by the terumo bct service technician. The machine was brought back to specification and released to the customer for use. A review of the lot for similar reports was carried out, none have been reported. Root cause: the disposable set was unavailable for return and root cause investigation. Based on the information provided by the customer, it is possible, that there was a partial occlusion in the plasma line between the channel connector and the bag. If an occlusion existed, it is possible that the customer changed to manual mode and changed the pump rates, which resulted in an imbalance. Possible causes for a partial occlusion in the plasma line between the channel connector and the bag are, but not limit to, the following:-misassembly due to excess solvent between the cuvette and the 4 lumen tubing-misassembly due to excess solvent at the plasma pump ¿y¿ connector

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided